Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion, motor error alarm and battery out limit alarm due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. The motor was tested outside of the device and passed. Device received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error, no delivery alarms, battery out limit alarm, and high blood glucose levels. The customer¿s blood glucose was 400mg/dl at the time of incident. The customer treated high blood glucose levels with a pen. Customer stated that the insulin pump buttons are not responding. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.